Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with diminished cognitive abilities. Upon examination, it was discovered that the patient developed carditis of undetermined origin. On (B)(6) 2020, the implantable cardioverter defibrillator system was explanted. The patient was in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-01602, 2017865-2020-01604, 2017865-2020-01605.